Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor had no audio. It is unknown if device was in use on patient at the time of the event, there was no adverse event reported.